Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported right sided phrenic nerve stimulation. Upon interrogation, salvos of ventricular tachycardia were noted. The right ventricular and right atrial leads tested satisfactorily. The left ventricular lead exhibited no capture. Additional testing produced right sided phrenic nerve stimulation. This coupled with very frequent salvos of ventricular tachycardia. Left ventricular lead dislodgement was suspected. The lead was disabled and the patient was stable. No further information was provided.

Manufacturer narrative:
Correction: the previously reported brand name of "quartet" was incorrect. The correct information is "quartet lead double bend, 86 cm". Correction: the previously reported additional device information model number of 1458 was incorrect. The correct information is (B)(4)

Event description:
New information received noted upon review, the patient's left ventricular lead pulled back into the superior vena cava, due to the patient's active lifestyle. On (B)(4) 2018, the lead was explanted and replaced. The patient was well and recovering from the procedure.